Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
End user has reported that for the patient there is pain and clicking sound when standing (from flexion to extension). The patient claims that he needs to swing his left multiple times until he achieves fill extension. This resulted into a fall and fracturing the proximal tibia. A proximal tibia (gmrs) was implanted on the 1st week of (B)(6) 2018. 1st surgery (B)(6) 2012: mrh (rotating hinged knee), 2nd surgery (B)(6) 2014: distal femur replacement (gmrs), 3rd surgery (B)(6) 2018: proximal tibia replacement (gmrs). Further update from the distributor: it was identified after 4 years that the patient was complaining about a clicking during motion. After an x-ray done, the prostheses slipped off one from another and broke the patient's tibia. This pi is for 2nd surgery (B)(6) 2014: distal femur replacement (gmrs) for infection.

Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information.

Event description:
End user has reported that for the patient there is pain and clicking sound when standing (from flexion to extension). The patient claims that he needs to swing his left multiple times until he achieves fill extension. This resulted into a fall and fracturing the proximal tibia. A proximal tibia (gmrs) was implanted on the 1st week of (B)(6) 2018. 1st surgery (B)(6) 2012¿¿ mrh (rotating hinged knee). 2nd surgery (B)(6) 2014¿¿¿¿.. Distal femur replacement (gmrs). 3rd surgery (B)(6) 2018¿¿¿¿¿¿ proximal tibia replacement (gmrs). *further update from the distributor: it was identified after 4 years that the patient was complaining about a clicking during motion. After an x-ray done, the prostheses slipped off one from another and broke the patient's tibia. This pi is for 2nd surgery (B)(6) /9/2014¿¿¿¿.. Distal femur replacement (gmrs) for infection.